Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 425 mg/dl. Customer stated that she just checked her blood glucose level and was going to change her site when the button error alarm occurred. Customer has not treated yet. Customer stated that the pump was not exposed to moisture. Customer could not clear the alarm. Insulin pump will need to be replaced. Customer was advised to retrieve pump settings. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.